Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the cartridge was missing the o- ring. Customer loaded a new cartridge to resolve issue.